Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was triggered on the remote monitoring system indicating this cardiac resynchronization therapy pacemaker (crt-p) and competitor right ventricular (rv) lead exhibited high out-of-range pace impedance measurements resulting in a device switch to unipolar pacing. Upon the patient¿s presentation to the clinic provocation testing was performed but did not reproduce any out of range measurements. As other lead parameters were acceptable the physician elected to reprogram the device to bipolar pacing and adjusted device sensitivity. No adverse patient effects were reported. This system remains in service.